Event description:
With the work flow controlled by the electronic care record system, vital sign data is out of sight, tucked away is a silo that requires multiple clicks and time to access. Consequently, the key data of vital signs is out of sight, and thus, out of mind. No one knows the pt data, yet medications are administered resulting in complications because of the inappropriate (for the pt's vital signs) administration of therapies. In this particular case, the pt was hypotensive and received add'l blood pressure lowering medication resulting in critical condition.